Event description:
The customer observed a positive bias and imprecision in the level 2 quality controls (qc) when using kit lot 317 of the immulite 2000 androstendione assay. The customer ran qc on an immulite 2000 instrument. The customer stated that they could not report patient results without two valid levels of qc. There are no known reports of adverse health consequences due to the positive bias in the immulite 2000 androstendione qc.

Manufacturer narrative:
Siemens has investigated the incidence of over recovery of patient samples and quality controls on the immulite/immulite1000 androstenedione assay lot number 409 and above, and immulite 2000/immulite 2000 xpi androstenedione assay lot number 314 and above. Siemens has confirmed that these lots are linear up to a concentration of 5.5 ng/ml, instead of the 10 ng/ml as stated in the instructions for use (IFU). Quality control materials at concentrations between 5.5 ng/ml and 10 ng/ml will detect this issue. An urgent medical device correction (umdc) (B)(4) 2013 was sent to us customers and an urgent field safety notice (ufsn) (B)(4) was sent to ous customers in december of 2013. The umdc and ufsn state that customers are requested to use quality control materials with at least two levels having concentrations less than 5.5 ng/ml, and that patient values >5.5 ng/ml should be verified using an alternate method.